Event description:
No pt harm. During inspection of the table top, significant cracks were noted in the taper portion of the tables in both ge cath labs. Biomed staff inspected table and determined it was not safe to place a pt on table.